Event description:
Ous MDR - during the procedure it was not possible to release the stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned with the stent being unreleased. The stent does not show any deformation or irregularities and is well positioned between the stent stoppers. The blue safety sleeve at the release mechanism has been removed. During the technical investigation a 0.018 inches reference guide wire could be inserted and the stent could be successfully released without noticing any blockage or high friction. The reported complaint could thus not be confirmed. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.